Event description:
It is reported that the articular surface could not be seated on the baseplate due to the fins being 1mm too wide. A new articular surface was opened and used.

Manufacturer narrative:
This report will be amended when our investigation is complete.